Event description:
It was reported that the patient's personal diabetes manager (pdm) keys were unresponsive, despite pressing the buttons multiple times. As a result, the patient was unable to deliver a bolus and developed hyperglycemia on (B)(6) 2025 (specific glucose value not provided). The patient reports they do have a back-up method but doesn't feel comfortable using it. Reported symptoms included nausea and dizziness. The patient was admitted at (B)(6), where insulin was administered via pen, and remained hospitalized for 7 days. A replacement device has been sent to the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.